Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the material was broken. The breakage on the devices was near the machine side connector. This was noted prior to use". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the material was broken. The breakage on the devices was near the machine side connector. This was noted prior to use". No patient involvement reported.